Event description:
Customer reported that the insulin pump received a button error alarm and is unable to clear it. Customer does not recall any significant events leading to the alarm. Blood glucose level 321mg/dl; customer treated with insulin pen. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, missing end cap sticker and cracked battery tube threads.